Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred. Reportedly, the customer reloaded the cartridges to resolve the issues. Call dropped and multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. There was no reported adverse impact.